Event description:
Reportedly the device was used during a nephrectomy procedure where during the procedure a component disengaged into the pt's cavity and was not retrieved. The hosp reported no injury to the pt.